Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, healthcare provider (hcp), and company representative regarding a patient receiving intrathecal morphine (concentration 25mg/ml; dose 5.25mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 the patient observed the error code "8474" the personal therapy manager (ptm) which correlates to a pump reset. The patient was not trying to deliver a bolus via the ptm. The pump was interrogated on (B)(6) 2015 and the pump logs confirmed the event as reset occurred, reset occurred - low battery at 19:03, and pump in safe state all occurred (B)(6) 2015 at 19:03. The error reset the pump to minimum rate of 0.155mg/day. The patient had a change in therapy effect. The patient stated that he had real bad pains and felt like the flu. The symptoms onset was gradual and got worse. The patient went to the emergency room (ER) due to the pain and flu symptoms. The ER gave the patient intravenous (IV) toradol, norco, and "something else" and it took a long time for it to work. The patient still did not "feel the greatest" as of (B)(6) 2015. The pump was replaced on (B)(6) 2015. As of (B)(6) 2015 the patient had recovered without injury.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿pump battery ¿ high resistance¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was reported that the patient experienced withdrawal symptoms, increased pain, nausea, and the personal therapy manager (ptm) was not responding as usual. The company representative reported that on the logs, it indicated a low battery as the reason for the stall. Additional follow-up was performed to clarify the alleged device issue. It was clarified that the ptm not responding as usual, was referring to the patient getting a code on their ptm and not get their boluses in (B)(6) because of the low battery reset and safe state. In regards to the stall, the company representative clarified that they were under the impression that the pump had stalled in (B)(6) related to the low battery reset and safe state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a delivery failure that resulted in withdrawal, hospitalization, and explant surgery that occurred on (B)(6) 2015.